Manufacturer narrative:
According to the customer, on (B)(6) 2026 the "right front wheel broke off" and the frame "bent" while the user was "sitting on the unit." Per the customer, the user "hurt his shoulder and arm" and that it is "badly bruised." The customer stated that the user "went in for x-rays but nothing was broken." No serious injury, medical intervention, or follow-up care required related to the reported incident was reported. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Due to the damage of the sticker on the unit, the lot number was not legible. Partial lot number xxxxx040022.

Event description:
According to the customer, on (B)(6) 2026 the "right front wheel broke off" and the frame "bent" while the user was "sitting on the unit." Per the customer, the user "hurt his shoulder and arm" and that it is "badly bruised." The customer stated that the user "went in for x-rays but nothing was broken."